Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. The device was returned to the customer. Additional part used: glidescope, smart cable; catalog: 0800-0531; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor (gvm), the picture would flicker and have horizontal lines across the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.